Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was foreign matter on the device tubing. The following information was provided by the initial reporter. A "black spot was found on the tubing of wingset utpbbcs."

Manufacturer narrative:
H.6. Investigation: bd received 7 customer photos and 38 samples from the customer in support of this complaint. The customer photos were evaluated and the customer's indicated failure mode of foreign matter (black spot) was observed. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. In addition, the 38 customer samples were subjected to a visual inspection for damaged tubing. All customer samples passed testing showing no evidence of damaged tubing. Therefore, this complaint cannot be confirmed based on customer sample testing results. Bd is able to confirm the customer¿s reported failure with the photos received. A definite root cause could not be determined as the defective customer sample was not received, and the defect was not duplicated by the customer samples received. Therefore, no root cause from manufacturing was identified as a contributor. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was foreign matter on the device tubing. The following information was provided by the initial reporter. A "black spot was found on the tubing of wingset utpbbcs."